Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an under infusion was not confirmed during the review of the logs or replicated during laboratory testing. Laboratory test results showed that during syringe volume accuracy testing, the laboratory syringe was observed to be within 2% of the actual volume. Per (B)(4), the volume read is within the baseline requirements for syringe volume accuracy. Alaris system maintenance results indicate that the syringe module is performing as designed and passes all accuracy measurements. Based on the review of the pcu event log, on (B)(6) 2024, at 11:26 am, a bd 20ml syringe was detected and confirmed by the user with a volume of 8.9884ml. A basic infusion was programmed and started with a rate of 10ml/hr, at a volume to be infused (vtbi) of 8.9884ml. The pcu calculated the duration of the programmed infusion completing in approximately fifty-four (54) minutes. At 12:20 pm, approximately fifty-four (54) minutes from the start of the infusion the syringe module alarmed for check syringe, syringe empty and syringe clamp open. The primary volume infused was 8.9232ml. A bd 10ml syringe was then confirmed with a volume of 9.5299ml and a basic infusion was programmed and started at a rate of 10ml/hr and a vtbi of 0.65ml. Approximately one (1) minute later the infusion completed, and the syringe module was channeled off with a total primary volume infused of 9.5732ml a review of the pcu and syringe module error logs showed no errors were recorded related to the reported incident. Inspection and testing of the incident syringe could not be performed since the incident syringe was not returned for investigation. The alaris user manual (9.33) states to electronically prime the syringe pump system before starting an infusion or after replacing a near empty syringe with a replacement syringe. Using the syringe pump's prime feature engages the mechanical components of the pump and decreases the syringe's friction and compliance to minimize startup delays and delivery inaccuracies, especially at low infusion rates. Failure to use the prime feature on the syringe pump after every syringe change and/or tubing change can significantly delay the infusion delivery startup time and lead to delivery inaccuracies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion was not determined. The incident device was fully evaluated, and no issues or anomalies were observed regarding the reported issue. Note that this report lists imdrf annex a0401, a040502, a1801, g02017, g04055, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an under infusion. The infusion ran two (2) minutes under the allocated sixty (60) minutes rate. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. The infusion ran two (2) minutes under the allocated sixty (60) minutes rate. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an under infusion. The infusion ran two (2) minutes under the allocated sixty (60) minutes rate. There was patient involvement but no harm.